Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) sections: inspection of the air-feeding function. Inspection of the objective lens cleaning function. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The nozzle of the insulflation channel is clogged by an amalgam of translucid fibers and white gelatinous material. Additionally, there were scratches on flexibility adjustment ring, image guide protector and distal end cover. The air/water and suction cylinders were discolored, the object lens was stained and the adhesive on the bending section cover had a white-clouded area. The universal cord was buckled, the distal cover and light guide lenses were cracked, the bending angulation was out of specification, and the insertion tube was snaky and angulation knob feel too stiff and there was a white dot in the image due to a damaged pixel. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported evis exera iii colonovideoscope was no longer machine washable (the suction function does not work). During inspection and testing of the returned device, the air/water nozzle was blocked with debris, which had been attributed to inadequate cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.